Manufacturer narrative:
The t:slim x2 user guide states: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 1035 mg/dl with ketones. Reportedly, the customer ran out of insulin to use with the pump and did not obtain an alternate form of insulin therapy, which caused the elevated bg and diabetic ketoacidosis (dka). The customer was admitted to the hospital on (B)(6) 2018, and treated with intravenous (IV) insulin and fluids. It was reported that the customer was scheduled to be released on (B)(6) 2018. Multiple contact attempts were made by tandem technical support to obtain further information regarding the event; however, the customer did not respond.